Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2024 as the exact event date was not reported.

Event description:
It was reported that coating issue occurred. A fathom-16 guidewire was used for renal embolization. During the insertion into a non-bsc microcatheter, the wire began to uncoil and became stripped. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2024 as the exact event date was not reported. Device eval by manufacturer: the fathom-16 guidewire was returned. Visual observation revealed that the guidewire was bent, stretched and detached at distal tip and the coating was peeled. The allegations from the field of uncoiled and stripped were confirmed through analysis.

Event description:
It was reported that coating issue occurred. A fathom-16 guidewire was used for renal embolization. During the insertion into a non-bsc microcatheter, the wire began to uncoil and became stripped. The procedure was completed. No patient complications were reported.